Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The mitraclip procedure was performed on (B)(6) 2022. The procedure was exceptionally difficult due to imaging and the rotated heart. Grasping and capturing the leaflets was difficult. Multiple grasps were made, the final grasp appeared to be successful. The clip was implanted, reducing mr to 2. The following day on (B)(6) 2022, prior to discharging the patient, transthoracic echocardiogram was performed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. The plan is to undergo transesophageal echocardiography to assess if an additional clip can be added to stabilize the slda clip. No additional treatment has been scheduled. The patient is currently stable and recovering. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be due to a combination of patient anatomical conditions (rotated heart) and procedural circumstances associated with poor imaging quality (image resolution). The image resolution poor was related to patient anatomical conditions (rotated heart). The difficult or delayed positioning associated with grasping and capturing the leaflets was related to the procedural conditions of difficulties with imaging (image resolution poor). The mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.